Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Upon receipt, no evidence of leak was found on or in the unit. The entire unit was visually examined for any signs of defect or abnormality; however, no such signs were found. When additional fluid was being added into the bladder, still no signs of leak were noted anywhere on or in the entire unit. Based on the finding, the unit performed as expected. A batch review has been conducted which revealed product met all of the acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: it is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv device was observed leaking "when pressure started to add fluid" before use. There is no patient involvement. No additional information is available.

Event description:
According to the customer, the device was observed leaking at the location of the fill port cap during filling. The customer stated the technician was in the process of filling the device with normal saline and attempted to cap the fill port. When the technician removed the fill port cap, the device started to leak at the fill port. The customer stated the blue winged cap was securely fastened and there did not seem to be a leak within the housing. There is no additional information per the customer.